Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing unexpected high blood glucose. The customer also reported their basal settings were not listed on the insulin pump. Customer's blood glucose was 199 mg/dl. The customer stated this was unusually high for them, as their blood glucose would be around 130mg/dl. The customer declined to troubleshoot for their high blood glucose. Customer also inquired about the safety scroll wrap recall on their insulin pump. Customer stated they would call back to perform the high pressure test on their insulin pump. No additional information provided.